Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected product was received in used condition. Three (3) customer images were returned showing the disconnection of the tubing from the ¿asv¿ valve. As received, the tubing leading to ¿asv¿ valve was observed to be separated from each other. This would be evident of a leak. To replicate clinical use, the administration set was spiked into an ICU medical provided saline bag, installed onto a cadd-solis 2110 pump and 10ml of priming was performed. No pump alarms were displayed. The complaint of separation can be confirmed. The probable cause is due to an extrusion error during manufacturing. The complaint of air-in-line alarm cannot be confirmed nor replicated. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that the patient controlled analgesia (pca) device detached from the tubing and exhibited air within the device. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.